Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to an unspecified cause. No additional adverse patient effects were reported. This rv lead has not been received for analysis.